Event description:
It has been reported that an employee was finishing up in the scrub room and turned to go into the or with hands above the waist causing some water to drip onto the floor. As the employee went to step into the or she slipped and fell. Employee was taken to ER for examination and x-rays. Employee sustained back strain and received physical therapy. Lost time from work was approx 1 week. The reported stated that they were unsure if the fall was from the shoe cover or from the water on the floor.